Event description:
A baxter field service engineer reported an infusion pump that was not detecting air (failure to alarm) on channel b. The event was reported to have occurred during biomedical testing. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.